Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this a mitraclip procedure was performed to mitral regurgitation (mr) with a grade of 4+. As the steerable guide catheter (sgc) was prepared it was noticed that the hemostatic valve was leaking during the flushing process. The sgc was replaced and the operation was completed successfully, reducing mr to grade 1+.

Manufacturer narrative:
All available information was investigated, and the reported leaking hemostasis valve was confirmed via returned device analysis. Additionally, the hemostasis valve flush port was observed to be cracked. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and the returned device analysis, the reported leak was due to the observed cracked. The observed cracked flush port was due to environmental stress cracking (esc) and is not indicative of a product issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.